Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a cranial resection. The rep reported that the healthcare provider (hcp) felt inaccurate during a case on (B)(6) 2018. The surgeon continued with the case accounting for the inaccuracy. There was no reported delay in surgery and no change in patient outcome was reported.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed no anomalies with the system. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that registration accuracy metric was 1.3 mm and the yellow zone of accuracy encompasses the head with a smaller green zone. Both touch and trace points were collected.